Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for malignant pain. It was reported that the rep was called by the cancer center and told that the patient had neglected to keep the implant charged for months and months. Technical services (ts) reviewed the possibility of overdischarge and relevant MRI information. Additional information was received from a manufacturer representative (rep). It was reported that the ins was explanted on (B)(6). The rep said the patient just stated that they were having battery pocket tenderness and a loss of efficacy and this was why the patient wanted to have it removed. The rep said they patient did not charge the ins battery because they wanted it removed. No further complications were reported/anticipated.